Manufacturer narrative:
The used company cartridges were not returned for an evaluation. The associated lenses were not returned. Only seven of the remaining unopened company cartridges were returned in a large plastic bag. All seven cartridges are from the same lot number. A random sample was opened and the cartridge was evaluated. There was no damage or abnormalities observed to the cartridge. Functional testing was conducted per the IFU (instructions for use) using a sample of the returned cartridges, a qualified lens model (company lens 27.0 diopter), qualified viscoelastic, and a qualified handpiece. The cartridge was filled with viscoelastic per the IFU. The lens was loaded per the IFU. The cartridge was secured into the handpiece per the steps of the IFU. The lens was advanced through the cartridge by the plunger and exited the cartridge with no difficulty. Very light stress lines were observed on the cartridge tip. Stress is a common occurrence during a lens delivery and does not denote a cartridge deficiency. An evaluation of the lens after functional testing showed that the lens unfolded completely and without damage. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used with the cartridges. The root cause cannot be determined for the reported complaint. The used company cartridges and the used lenses were not received for an evaluation. Seven unopened company cartridges from the same lot were returned. A random sample was opened. No damage was observed. An acceptable functional testing and dye stain testing were conducted with acceptable results. Trailing haptic placement is a manual step conduced by the end user. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd) filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. It is unknown if qualified associated products were used. The IFU instructs: company foldable iols (intra ocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, when using the cartridge, the injector became hard to push in and at the same time the trailing haptic came out stretched. This occurred consecutively as a result, the trailing haptic was caught on the cartridge tip and could not be implanted smoothly into the eye. The iol was not damaged this time and the trailing haptic was picked out of the cartridge tip with forceps and the situation was solved. Then the implantation was performed without problems and the surgery was completed. The cartridge could be used smoothly with other cartridges of different lots, but as soon as the cartridge was replaced the above situation occurred consecutively.